Event description:
Reporter indicated that a dell handheld vns computer's screen froze after interrogation. The screen freezing resolved with a soft reset. The handheld computer and flashcard will not be returned.